Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The root cause for the open wire could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The distributor reported that the electrode belt did not communicate with the monitor.